Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with other. The customer reported blood glucose value of 117 mg/dl. The customer stated pump was suspended. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, unomedical. Troubleshooting was performed for the general documentation but the issue was not resolved. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.

Event description:
Updated summary: customer reported having a low blood glucose value on the morning of the call. No treatment was mentioned for the low. Customer called about pump being suspended. Helpline assisted with rewinding the pump. No troubleshooting was done. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.